Manufacturer narrative:
The reagent lot number was 32641800 with an expiration date of 31-jan-2019.

Event description:
The customer received a questionable high vitamin d gen 2 result for one patient sample from the cobas 6000 core unit. The initial result was >100 ng/ml with a data flag and was reported outside of the laboratory. The nurse called questioning the result. On (B)(6) 2018, the sample was repeated with a result of 34 ng/ml. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a fluidic failure of the measuring cell as a new measuring cell had been installed on the day of the event. The new measuring cell was still being conditioned which caused the fluidic failure. He ran precision testing and the customer verified calibration and qc were within specifications.